Manufacturer narrative:
Unique identifier (UDI) # (device identifier):(B)(4). Approximate age of device ¿ 5 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to a nearby hospital on an unspecified date due to sepsis associated with a driveline infection. The physician reported that the patient recovered from sepsis on (B)(6) 2017; however, after a few days in the hospital, the patient developed a cerebral hemorrhage and subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection, sepsis, and cerebral hemorrhage could not be conclusively determined. Driveline infection, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.